Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detached catheter, and reduced blood flow could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. 300 ivl pulses were delivered, and the procedure was completed successfully. During the ivl catheter removal from the right iliac artery, detachment of the balloon occurred inside the body, with the physician noting significant resistance. The physician stated that he noticed the balloon was missing from the shaft upon removal but could not name the approximate size of the balloon left due to access issues. The patient was then brought back for a second procedure two weeks after experiencing symptoms of reduced blood flow. The second procedure was to place a stent to pin the material against the vessel wall. At the second procedure, the physician tried to snare the balloon fragment left in the iliac artery but was unsuccessful. An iliac stent was then placed, and the patient is now doing well following the intervention. No images of the detachment are available.